Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults) was confirmed. The cause of the faults was isolated to defective processors u900 and u903 on the monitor c/a board. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving discharge profile faults.